Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was transferred to another hospital for a second opinion. At first, transplant listing was not possible. However, the issue persisted. Therefore, a decision was made to exchange the pump and upgrade to heartmate 3 on (B)(6) 2024. The patient was recovering in the intensive care unit (ICU) ward.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed internal wire fatigue. The pump was returned assembled with the driveline cut approximately 5.5¿ from the pump body. An additional segment of driveline measuring approximately 32.5¿ was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) and outflow conduit (graft lumen and bend relief) were returned secured to their respective pump ports. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to any flow or functional issues. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Continuity testing was performed and did not reveal any discontinuities or shorts. Visual inspection of the underlying wires revealed breaches in the insulation of all wires (red, orange, yellow, green, brown, and black), approximately 8.25" from the pump housing. The driveline was then submerged in a saline bath for hipot testing to check for additional current leakage through each wire's insulation, and no further breaches were identified. The conductors of the wires (red, orange, yellow, green, brown, and black) were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires (red, orange, yellow, green, brown, and black) would have interrupted function as a result of the exposed conductors of either of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The disruptions in the wires would have affected wire phases 1, 2, and 3 and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The resulting short-to-shields and phase-to-phase shorts would have caused the low speeds and pump stoppages observed in the submitted log file data. Incidental findings: superficial driveline damage - external. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use discusses driveline damage due to wear and fatigue and includes driveline care instructions. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and patient handling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient changed their system controller on the morning of (B)(6) 2024 after various alarms. Entries were recognized that the pump was unable to keep the set speed. The patient was admitted to the hospital for investigation. Log files were submitted and the pump unable to keep the set speed was confirmed. The alarms were reproducible through upper body movements from back to front on the power module and battery support. The patient was to stay on battery support and the hospital was to discuss the next steps with the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.